Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Detailed analysis did confirm helix difficulty allegation based on a failing helix mechanism due to the helix being deformed. Further, known inherent risk was selected based on the field report of helix difficulty and the observation of a deformed helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this left bundle branch lead was not successfully implanted due to helix issues. Also, during fluoroscopy helix appeared to be bent. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this left bundle branch lead was not successfully implanted due to helix issues. Also, during fluoroscopy helix appeared to be bent. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.